Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that the event resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 a small amount of clear discharge from incision was reported by the patient. It was noted they were unable to express at examination. There was no sign of seroma or infection. On (B)(6) 2020 examination revealed the patient had a pump pocket seroma and swelling and fluid over the pump. It was noted that the patient does not use an abdominal binder or ice. It was suggested the patient starts using abdominal binder and icing. Cloudy fluid was aspirated under fluoroscopy and sent out for cultures. The outcome of the event was noted as ongoing. The clinical diagnosis was pump pocket seroma. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving fentanyl 1540.1 mcg for a total dose of 797.46577 mcg/day, bupivacaine 13.1 mg for a total dose of 6.7832 mg/day, and dilaudid 10 mg for a total dose of 5.17801 mg/day via an implantable pump. Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-jun-23 examination revealed site swelling and dehiscence. Keflex was administered on (B)(6) 2020. On (B)(6) 2020 approximately 20mls of serosanguinous fluid was aspirated from the pump pocket site. Cultures were submitted and on (B)(6) 2020 were negative for growth. On (B)(6) 2020 a resection of poorly healing scar, irrigation and debridement of primary closure of the pump pocket was performed. No pus or sign of infection. Cultures were submitted on (B)(6) 2020. The clinical diagnosis was updated to poor wound healing at pump implant site. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2020-(B)(6). It was reported that examination on 2020-(B)(6) revealed no sign of infection. On 2020-(B)(6)there was no sign of infection, so the suture was removed.